Event description:
On (B)(6), 2010, a doctor reported that a veneer that had been placed with nx3 dual cure cement de-bonded and was swallowed by the patient.

Manufacturer narrative:
The doctor reported that a veneer that had been cemented with nx3 de-bonded and was swallowed by the patient. The doctor was unwilling to provide further details on the procedures that were used or on the patient's current condition. The doctor did not return the product, nor did she provide the lot number of the product; therefore no evaluation or further investigation could be conducted and the cause of the de-bond remains inconclusive.